Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report the home patient (hp) stated had gotten a high drain/call your nurse alarm earlier today. The technical service representative (tsr) checked the total ultrafiltration (tuf) is was 1918ml, the hp was on tidal therapy with a total volume (tv) of 5500ml, a fill volume (fv) of 1500ml, tidal volume was 85%, tuf was 10ml, last fill volume (lfv) was 200ml, dextrose setting was the same, with 4 cycles, and a tidal volume of 1275ml. The tsr reviewed the therapy logs for 4/15 the initial drain volume (ida) was 14ml, lfv of 200ml, tv of 5300ml, total drain of 7219ml, the average dwell time was 1:42, average drain time was 25mon, tuf was 1918ml, cycle 4 uf was 2136, cycle 3 uf was 3ml, cycle 2 uf was 1ml and cycle 1uf was -222ml. The hp stated they did not have any symptoms on cycle 4. The tsr explain the alarm and suggested the hp contact their nurse. The tsr initiated a swap and the hp would call the nurse to program and the hc and set a target uf. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was received operational and evaluated. A review of the device logs confirmed the reported high drain alarm. The cause for the reported difficulty high drain alarm was determined to be caused by insufficient drain, use error: tidal total uf removal set too low. The device was determined to meet specifications for the customer reported difficulty high drain alarm. The device will be sent for servicing per normal process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.